Event description:
At 2 weeks after the last surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner and the surgery was completed successfully. Previously this patient had a liner upsized due to knee instability.

Manufacturer narrative:
Batch review performed on 05 november 2021: lot 1900429: (B)(4) items manufactured and released on 23-may-2019. Expiration date: 2024-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without similar reported event.